Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary and bowel dysfunction. It was reported that the patient was feeling uncomfortable stimulation. They confirmed with the programmer that the therapy was not on and they reported no falls or trauma. They noted that they felt burning from their implant. They stated that they had it on the first program three nights prior to the report and it was burning in their hip really bad. The day prior to the report they got the burning feeling again and was told by their doctor to turn it off, but the burning was still happening. They were going to follow-up with their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.